Manufacturer narrative:
Concomitant medical products: 5534-45 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed fracture of the right atrial (ra) lead. It was further reported there was low right ventricular (rv) lead impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.